Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor was giving inaccurate readings. The customer's blood glucose was 138 mg/dl at the time of call. The customer stated that her blood glucose was 167 mg/dl and sensor glucose was 88 mg/dl at the time when it triggered threshold suspend. The customer stated that there were no bent cannulas. The sensor will not be returned for analysis.